Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021. The customer¿s blood glucose level was 474 mg/dl at the time of incident. The customer¿s current blood glucose value was 134 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at the time of reported high blood glucose event. The customer treated high blood glucose with insulin pump and manual injection. Customer was treated with other fluid and injection in the hospital. Customer experienced increased thirst at the time of hospitalization. Customer alleges insulin pump was under delivering because lantus injection brought them down. The insulin pump will not be returned for analysis.